Manufacturer narrative:
(B)(4). Batch # u5az2k. Investigation summary the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received partially fired 1/2 with the reload deck damaged. Furthermore, the anvil knife slot was noted to be damaged. After further analysis, the articulation mechanism was noted to be damaged, as it would not hold the articulation setting. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. It is also possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. Upon visual inspection of two photos, the following was observed: the first photo shows a device from the jaws area with a black reload loaded and the anvil can be seen bent upwards. The second photo shows a device from the anvil area with a black reload and the knife slot can be seen damaged. Based on the photos, the event described is confirmed. However, no conclusion or root cause could be determined.

Event description:
It was reported that during a lower anterior resection, the device got stuck on tissue and could not be removed. Another device was used to resect tissue and remove the first device. The case was completed using the second device. There was a twenty minute delay in the case. There were no patient consequences.